Event description:
It was reported that a patient presented in clinic after receiving vibratory alert. Non sustained rv lead noise episode was observed due to t-wave oversensing of fusion beat. The nsln patient notifier was programmed off and merlin alert criteria was adjusted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.